Event description:
Discrepant results for sars cov-2 target with neumodx flu/rsv/sars-cov-2 vantage test.

Manufacturer narrative:
No adverse outcome was reported. We are reporting this event in an abundance of caution and in accordance with the eua requirements.